Event description:
The customer has obtained a discordant high result on one patient sample for the hemoglobin a1c3 assay on an advia chemistry 2400 instrument. The patient sample was tested once on the advia 2400 instrument and the result was higher than expected. The result was reported to the physician and questioned. The patient was drawn again and the sample was sent to another lab to be tested on an alternate platform and the result was lower. There were no reports of adverse health consequences due to the discordant high a1c3 result.

Manufacturer narrative:
A siemens field service engineer (fse) and a technical assay specialist (tas) were dispatched to the customer site. The fse and the tas analyzed the instrument, instrument data, and patient results and did not find any instrument or maintenance related issues that could have caused the initial discordant high result on the patient. The cause of the discordant high result on the patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.